Manufacturer narrative:
Age, weight and ethnicity: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a 2-week post operative power miss (-2.0 diopter miss) was noticed with a synergy intraocular lens (iol). Target refraction was the first plus and the patient ended up with -2 diopter. It was noted that the surgery had zero complications and all the pre-operative measurements were consistent. The surgeon did explain the patient¿s capsular bag was extremely large and he believes it attributed to the missed effective lens position. The patient can perform tasks but most of the lens functionality is missed due to refractive outcome. Reportedly, the surgeon did complete a yttrium-aluminum-garnet (yag) laser procedure at one month post op. It was also indicated that the patient is seeing another surgeon. No further information was provided.